Event description:
It was reported that the insulin pump has a blank display. Customer reported that insulin pump was exposed to moisture damage. Customer's blood glucose reading was 140 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had a blank display due to moisture damage on electronic assembly. Insulin pump had moisture damage on motor, cracked case at display window corner, cracked reservoir tube and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.